Manufacturer narrative:
(B)(4). The control printed circuit board (pcb) was returned for evaluation. The service engineer evaluated the pcb and could not verify the reported complaint. The pcb was placed into a test ventilator and it passed all testing. The reported malfunction could not be duplicated.

Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
It was reported that during patient use, a ventilator had an alarm. The device continued ventilating/cycling. The patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.